Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records cannot be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, an unsuccessful filter retrieval attempt was made. Allegedly, the filter had migrated and the filter apex was embedded in the ivc wall, the filter remains implanted in the ivc. The reason for the filter deployment or the attempt made to retrieve the filter was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the attempted filter retrieval. The current patient status was not provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for migration, tilt, and difficult to remove. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter malposition - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, an unsuccessful filter retrieval attempt was made. Allegedly, the filter had migrated and the filter apex was embedded in the ivc wall, the filter remains implanted in the ivc. The reason for the filter deployment or the attempt made to retrieve the filter was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the attempted filter retrieval. The current patient status was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately three years post vena cava filter deployment, an unsuccessful filter retrieval attempt was made. Allegedly, the filter had migrated, tilted and the filter apex was embedded in the inferior vena cava wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On the next day of post filter deployment, abdomen anteroposterior single view showed that an inferior vena cava filter projected to the right of l2. On the next day, chest one view demonstrated the partially visualized inferior vena cava filter. After two years and ten months, computed tomography scan showed no evidence of pulmonary embolism. Vq scan showed that high probability of acute and subacute pulmonary embolization, primarily in the left lower lobe. After one week, fluoroscopy of abdomen showed that the inferior vena cava filter migrated above renal vessels and with loss of alignment with inferior vena cava axis and consequent asymmetric spreading of limb. After five days, filter removal procedure was attempted. The left jugular venous sheath was exchanged under sterile conditions for an 8f sheath. A 7-french swan-ganz catheter was then advanced under direct fluoroscopic guidance into the distal pulmonary artery over a j wire. Right atrial, right ventricular, pulmonary arterial and pulmonary capillary pressure tracings were obtained, the catheter was then removed. After completion of the right heart catheterization, attention was turned to retrieve the inferior vena cava filter. The 8f sheath was exchanged for a 9f long sheath. Using the wire, the sheath was positioned in the inferior vena cava above the filter. Then using a snare retrieval kit, the inferior vena cava was attempted to be retrieved, but was unsuccessful after multiple attempts. A 7f bioptome was attempted to retrieve the filter, but this was unsuccessful. Using a .035 magic torque wire, the wire was able to capture the hooks of the inferior vena cava filter, but the snare retrieval kit was not able to sustain the force to remove the device. This was attempted several times but was unsuccessful despite ability to pull on the filter a .018 steel core wire was used for a similar purpose and again was able to ensnare the hooks of the filter, but the device could not be retrieved by the snare device. Using a .025 and .035 deflector tips, the inferior vena cava filter was ensnared, but was unable to be removed with the snare device or using the device itself. The inferior vena cava filter hook was embedded in the inferior vena cava and unable to be removed. Therefore, it was felt that the best course of action was to place an inferior vena cava filter in the appropriate location below the renal veins. The inferior vena cava filter that had been placed had migrated due to the fact that a small device had been placed in such a large diameter inferior vena cava (- 4cm). After two weeks, vena tech filter was advanced through the sheath and deployed in the infra renal inferior vena cava without incident. The filter was placed below the renal veins and below the previously migrated inferior vena cava filter. Therefore, the investigation is confirmed for the alleged filter migration, filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. A re-exploration of recent laparotomy, management of acute liver hemorrhage and removal of perihepatic packs was performed. Following this procedure, a vena cava filter was deployed in an infrarenal position due to a hypercoagulable state and bilateral lower extremity fractures. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for removal difficulties, migration, and tilted filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter malposition, filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that approximately three years post vena cava filter deployment, an unsuccessful filter retrieval attempt was made. Allegedly, the filter had migrated and the filter apex was embedded in the ivc wall, the filter remains implanted in the ivc. The reason for the filter deployment or the attempt made to retrieve the filter was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the attempted filter retrieval. The current patient status was not provided. It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure the status of the patient is unknown.